Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak inserter tip broke off and got lodged into the glenoid. After the pilot hole was drilled, the surgeon's assistant went to mallet the anchor, and something shifted. About 1.5cm of the inserter broke in the glenoid. The surgeon used a driver to grasp the broken fragment and remove it. This was discovered during a procedure on (B)(6) 2023. Additional information received on 10/4/20/2023: this was discovered during a bankart procedure and was delayed ten minutes while looking for the broken fragment.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.